Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer stated the sample probe was new and meia lamp was fine. The calibration was repeated with the same error. The abbot customer service center sent the customer replacement calibrators. The customer still had reagent to use until receipt of new calibrators. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.